Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide plug had the liquid invasion, which likely caused error e315. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited a e315 communication error code. There were no reports of patient involvement.